Event description:
Mnav field representative reported that he witnessed surgeon having difficulty removing a percutaneous fix pin from a pt's hip in 2007. Surgeon could not pull pin straight out and began rocking the pin back and forth, at which point the pin broke off in the bone. Surgeon decided to leave broken portion of pin in place. Surgeon indicated that he did not expect any permanent impairment, damage, or issues for the pt as a result.

Manufacturer narrative:
Analysis by mechanical engineer and project managers determined that the proximal end of the pin had been cut, thus removing the design features to allow pin removal with the slap hammer (the removal tool for this pin). No malfunction was identified. Although surgeon decided to leave broken portion of pin in place, he indicated that he did not expect any permanent impairment, damage, or issues for the pt as a result.